Manufacturer narrative:
The hygiene microbiological investigation (hmi) results were provided. The results reported the device (channels) tested positive with the following: sampling date: (B)(6) 2023. Air/water channel:100 cfu of pseudomonas aeruginosa. Operating/ biopsy channel: 100 cfu of pseudomonas aeruginosa. Suction channel : 5 cfu of pseudomonas aeruginosa. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of <1 cfu/100 ml and <1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on (B)(6) 2016. The results are conform to french recommendation. The subject device was received and evaluated at service business center regional repair center (rrc) olympus. Device inspection and evaluation, the following defects/ findings were identified: c-cover (distal end cap) was chipped . A-rubber (bending section) glue was separated . Connecting tube was wrinkled 10 mm from glue . Switch box unit was scratched . Universal code has buckles . Angulation - less than the specifications. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The customer then left the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.